Manufacturer narrative:
Approximate age of device - 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient was seen at the clinic on (B)(6) 2018 with complaints of drainage from driveline exit site. A culture of the drainage from the driveline exit site culture tested (B)(6) for stenotrophomonas maltophilia. Treatment with minocycline was initiated. The patient continued antibiotic due to a culture testing (B)(6) for mixed flora. On (B)(6) 2018, a re-culture of the driveline exit site drainage tested (B)(6) for stenotrophomonas maltophilia. The antibiotic medication was changed to bactrim. When the patient was seen at the clinic on (B)(6) 2018, the wound was present without erythema but with drainage. Another culture was taken and the patient was to remain on bactrim. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.